Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns patient inadvertently shocked herself while repairing an electric fence on (B)(6) 2015 and subsequently was no longer able to perceive magnet mode stimulation on-times from her device. The patient's device was checked by a new physician on (B)(6) 2015 and high impedance was observed. X-rays were taken and were reported by the physician to show a gross lead fracture in the neck region. The patient underwent generator and lead replacement surgery on (B)(6) 2015. Pre-operative system diagnostics showed high impedance (dcdc -7). The surgeon was unable to visualize the lead fracture observed on x-rays. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.